Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 28 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the third of four reports. Refer to 9611594-2022-00022 for the first report. Refer to 9611594-2022-00023 for the second report . Refer to 9611594-2022-00025 for the fourth report . It was reported a perforation occurred, with the corflo bolus feed ng tube. The event occurred while the patient was in the intensive care unit (ICU). Additional information received on 01feb2022 reported that there was a perforation and there was no medical intervention. Additional information received on 17feb2022 reported that two clinicians (a registered nurse (rn) of 5 years/national certified counselor (ncc) and an orienting rn of three years) made a total of 10 attempts to insert the tube; it was noted that 30 cm of the tube was coiled and that one of the attempts, to insert the tube, resulted in an esophageal perforation. The patient¿s current condition is unknown.